Event description:
It was reported that the patient's spouse indicated that the device is using battery quickly due to the epicardial lead thresholds. The device is still in use, but the patient does not want it replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).